Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Health effect - clinical code.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 and mesh was implanted. In 2007, the patient experienced metrorrhagia, leucorrhoea, inflammatory polyp in the vaginal fundus, presence of siderophages and inflammatory fleshy bud in the vaginal fundus around a suture. In 2020, metrorrhagia was noted again opposite a totally friable vesico-vaginal wall bleeding easily on contact and leucorrhoea. In 2024, the patient experienced swollen belly, symphysis pubis degeneration, following MRI: diffuse abundant peritoneal effusion, ovarian lesion, adhesions. All of this to be started following placement of pelvic bandages and plate. Daily life is unpleasant with this fleshy bud and, for the past 1 year, a swollen belly as if 6 months pregnant. Current status of the patient includes swollen belly, degeneration of symphysis pubis, following MRI: diffuse abundant peritoneal effusion, ovarian lesion, adhesions, operation to be planned: removal of ovaries and hysterectomy (in connection with ball in vaginal fundus). No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.